Event description:
It was reported that during a device change-out due to eri, fluoroscopy revealed externalized conductors. The lead remains implanted. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.